Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that intermittently the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Reportedly, customer was not performing the proper air removal techniques. Customer declined further troubleshooting from tandem technical support and continued to use the existing cartridge for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. "Device not returned.